Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. A visual examination of the sample revealed a piercing through with a glass shard protruding in the applicator bulb. Also, a piercing in the butyrate tube was observed. These piercings coincided in position.

Event description:
It was reported that a patient underwent a neurosurgery procedure on an unknown date. Prior to using the topical skin adhesive, when the product was being squeezed from vial, glass shards protruded through the silicone encasement. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.